Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented for follow-up with a device in back-up vvi mode. A firmware download was performed to restore the device to normal function. Device remains implanted.